Event description:
The patient's catheter was replaced due to liquid leakage. The anchor silicon was found to be pulled inside the anchor, on the side facing the fascia. No purse string suture had been placed around the catheter. The catheter had moved out of the intrathecal space between the fascia and the anchor. The catheter was replaced; patient's therapy was restored. Drug delivered via the device was lioresal 2000mcg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8781, lot# 0205786222, implanted: unk explanted: (B)(6) 2012.(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Received for analysis was the distal side of the anchor that had an unusual look to it. The distal side appeared to be folded in on itself. It was determined the interaction of the anchor with the anchor deployment tool caused the anchor to fold in on itself. It was concluded that this did not affect flow and the anchor still held firmly to the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.